Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tubes: foreign matter in the gel x5."

Manufacturer narrative:
H6: investigation summary: bd received 5 sample and 6 photos that were returned by the customer in support of this complaint. Visual examination of samples and photos was performed and revealed foreign matter on the inside of the tube. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tubes: foreign matter in the gel x5."